Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, two surgical fibers were reported to have degraded early. The first surgical fiber used failed at 26:30 minutes, 150,805 joules of use, activated the systems fiberlife mode and sent the system to standby. The second surgical fiber used failed/degraded at 12:30 minutes, 118,691 joules of use. The procedure was completed using a third surgical fiber. Patient outcome: "ok" - there was no injury reported. This report is for the second surgical fiber used.